Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was missing. The customer's blood glucose at the time of the incident was 69 mg/dl. The customer was assisted with eth troubleshooting. The product will be returned for the analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used. Also found needle twisted.